Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. The leadless implantable pulse generator (ipg) exhibited possible non-capture. The leadless ipg showed an increase in pacing threshold at implant to rate dependent threshold. The leadless ipg was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.